Manufacturer narrative:
A facility representative reported stating a plunger on d cartridge went over lens and scratched it. A sample was not received at the manufacturing site for evaluation for the report of plunger on d cartridge went over lens and scratched it; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure the plunger on company cartridge went over lens and scratched it. There was no patient contact to the device. Additional information has been requested and received stating that in the surgeon's opinion, issue or defect with cartridge caused or contributed to the event.